Event description:
An authorized service provider (asp) contacted ventec to report that the device was rebooting by itself. There were no reports of patient involvement associated with the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section b3, date of event, of the initial medwatch report stated: 2/26/2025. Section b3, date of event, of the initial medwatch report should have stated: 2/20/2024 h6: upon further investigation, ventec has determined that this medwatch was submitted in error. The initial information received by ventec had been misinterpreted -- the device had been in an "off" state and was unable to complete the initial boot-up process (i.e. Unable to power on). As a result, this does not meet reportability requirements as the issue would not cause or contribute to death or serious injury if it were to recur.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002 -- section h11, additional mfg narrative, of supplemental medwatch report 001 stated: h6: upon further investigation, ventec has determined that this medwatch was submitted in error. The initial information received by ventec had been misinterpreted -- the device had been in an "off" state and was unable to complete the initial boot-up process (i.e. Unable to power on). As a result, this does not meet reportability requirements as the issue would not cause or contribute to death or serious injury if it were to recur. Section h11, additional mfg narrative, of supplemental medwatch report 001 should have stated: h6: upon further investigation, ventec has determined that this medwatch was submitted in error. The authorized third party service provider (asp) who had originally advised ventec that the device was rebooting by itself, later clarified that the device had been in an off state and was unable to complete the initial boot-up process (i.e. Unable to power on). As a result, this does not meet reportability requirements as the issue would not cause or contribute to death or serious injury if it were to recur.